Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during laparoscopic surgery on the sigmoid colon, the surgeon noticed a malfunction in the johanne multi-purpose grasping forceps, resulting in the detachment of a small metal fragment into the abdomen. The fragment was immediately identified and retrieved without causing any harm to the patient. An abdominal x-ray was performed to rule out the presence of other fragments, with negative results. It should be noted that the instrument was functioning correctly at the start of the procedure. The patient was submitted to additional x-ray check-up not foreseen, with extension of surgical procedure. Since the additional x ray was required, this case is reportable.